Event description:
It was reported that non-sustained lead noise was observed. Myopotential oversensing was suspected. There were no adverse consequences to the patient. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.